Event description:
It was reported the device had been beneficial, but the patient was still vomiting and the nausea was still an issue. The patient used to vomit 30 times a day, but now the patient only vomited a "couple" times a day. It was noted the patient's device "could use to be set higher." The patient would sometimes get into a "bad spell" and ended up back on a pic line or "tpm." The patient also had pancreatitis and was working with a pain management doctor. The patient was taking pain medication, and the medication made the patient's gastroparesis symptoms worse. It was noted 90% of the patient's intestine was gone and she was only (B)(6), but it was unknown if this was related to the device. It was also noted the patient was told the battery voltage longevity on the physician programmer was wrong. The patient was told based on other patient's with the same device the patient would get no notification before the device died. The patient's current battery status was unknown. The reporter also stated the patient was in the hospital for 3 weeks and had to wait for a surgeon, but it was unclear why the patient needed a surgeon. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 435135, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead, product ID 435135, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead. (B)(4).